Event description:
No pump was returned to fresenius kabi for evaluation. The reported "faulty pneumatic system" was resolved by the mayo depot team. A history review of the fresenius kabi service records for reported serial number prior to the notification date of this complaint record found no same / similar issues related to this complaint. A device history review of the reported serial number was conducted by fresenius kabi and no related manufacturing nonconformance records were found. There were no other incidents in production of this product that would have caused the reported issue. All complaints are captured in tracking and trending and reviewed monthly to determine if additional investigation is required for further root cause analysis and any corrective actions. No action required at this time.

Manufacturer narrative:
N/a

Event description:
The following has been reported: biomed reported: "serial number (B)(6), instantly alerts service needed. Ship to depot for repair, received at depot, confirmed pump problem error wait for log review, needs new pneumatics, replaced full pneumatics system, pump placed in bring up mode and sent to the test line, loaded into heratherm @ 16:00 and (B)(6) 2025, passed heratherm pulled @ 04:00 (B)(6) 2025, lvp burn-in test - pass. 24 hour dwell - complete, control system startup verification - pass, pump log retrieval - pass, flow accuracy test - pass, control system startup verification - pass, electrical safety test - pass, provisioned pump to mayo server, returned to service, work order type, corrective maintenance, order description, service needed alert, problem cause, equipment failure, resolution code, replaced part, resolution detail, odd noise coming from pump when powered on. Question 1 was there any injury/adverse reaction (yes, provide details, no, unknown)?: no question 2 did the issue stop an active infusion (yes, no, unknown)?: no question 3 list name of any drug administrated if known: n/a". A preliminary review of the logs identified the following issue: undefined pneumatic system component failure unknown if issue stopped an active infusion. Reporting as a conservative measure. No adverse effects were reported. The device was repaired by the customer; fresenius kabi is communicating the investigation and repair results here. Fresenius kabi will not be receiving the device or the parts back for investigation.